Event description:
A pt reported they were unable to receive an accurate reading on their surestep meter due to their meter allegedly would not prompt "error 1" message. There was no result on their meter as the pt was unable to test. The pt compared the confirmation dot on the strip to the chart on the side of the test strip vial for a bg result. The confirmation dot matched a result of 350 mg/dl. Treatment was not reported. No further info has been reported. No serious injury or allegation of harm.